Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (removal difficulties), caused by another drug/device (another manufacturer's previously implanted device likely contributed to this event). Conclusion: another device caused failure (another manufacturer's previously implanted device likely contributed to this event).

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 5.2 cm thoracic aortic aneurysm. Vessel morphology was reported as the thoracic aorta was tortuous, the proximal thoracic aorta measures 28mm in diameter and the distal thoracic aorta measures 28mm in diameter. It was reported that this patient had an artificial graft from another manufacturer implanted to resolve a type a dissection thirteen years ago. On a routine follow-up the patient presented with a thoracic aortic aneurysm at the distal end of the previously implanted graft. A valiant stent graft was placed in zone 3 at the subclavian artery overlapping with the stent graft implanted at index. After deploying the valiant stent graft, the physician had difficulty removing the delivery system. The taper tip and the tip capture mechanism got caught in the stent graft and the physician could not restore the spindle into the taper tip. The physician tried to rotate the delivery system, but could not manage to remove it. The physician elected to pull back on the delivery system bringing the taper tip and the tip capture mechanism into the graft cover, and locked the system which enabled him to successfully remove the delivery system from the patient. There was no reported injury to the patient. No clinical sequelae were reported, and the patient is fine.